Event description:
After blood draw, phlebotomist pressed button to retract needle (safety feature) and the needle did not retract.

Event description:
After blood draw, phlebotomist pressed button to retract needle (safety feature) and the needle did not retract.